Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The system error 105 was reproduced and confirmed through eval. Physical inspection found severed motor mount screws with one screw lodged in the gears. This condition is known to cause system error 105. The motor assembly (including the mount screws) was replaced.

Event description:
During baxter's functionality testing, a spectrum pump had system error 105. There was no pt involvement.